Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that they were not seeing the stim on icon on their recharger and so wasn't sure if they were charging correctly. The patient reported successfully turning the ins back on and confirmed seeing on and ok on the patient programmer. The patient reported that after the ins was turned back on, they initially felt a shock, their teeth rattling, and reported it felt like it was "going right through" them. The patient reported that the sensation dissipated after a few moments. No further patient complications have been reported as a result of this event.